Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Test p-cap and reservoir locks properly into the reservoir compartment. No pump error 43 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed 8 pump error 43 alarms on the event date of 23-oct-2025 at 13:10:47.000 to 13:58:22.000 in the pump history files and traces. Pump alarmed pump error 53 alarms (file #: 32107, line #: 418, esf #: (B)(4)) on the event date of 10/23/2025 at 13:11:14.000 and 13:13:51.000. Pump alarmed pump error 2 alarm on the event date of 10/23/2025 at 13:11:14.000 and 13:11:14.000. Pump alarmed pump error 82 alarms on the event date of 10/23/2025 at 13:02:06.000 and 13:06:54.000 in the traces and indicated that power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, pillowing keypad overlay, and cracked case-corner of belt clip rails pump error 43 was confirmed in the pump history files and traces. Due to moisture damage on the motor. Pump error 82 alarm was confirmed in the pump history due to a software anomaly. Examine (B)(4) for justification of main microcontroller software failure. Pump error 53 (file #: 32107, line #: 418, esf #: (B)(4)) was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 2 was confirmed in the pump history files and traces as a consequence of pump error 53. Moisture damage was noted found on the electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer also requested for the replacement of the sensor as the pump was not working. Customer was able to clear the alarm however was not able to rewind the pump. Customer mentioned that the pump was not exposed to high magnetic field. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.